Event description:
Reported experiencing high blood glucose (~500 mg/dl), while wearing the device. Pt stated that pt believed the device was not delivering as much as it indicated. No treatment was received.